Event description:
Pump alarm 20 was reported during pumping, causing concerns about the delivery of insulin, but there was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer with loading a new cartridge using the proper technique, but the cartridge alarm persisted. Consequently, the pump was deemed necessary to replace, and a new pump was provided to the customer to ensure uninterrupted insulin delivery. Instructions for storage mode during transport were also provided.